Manufacturer narrative:
Product event summary: a partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the second right ventricular (rv) lead exhibited a fracture on the conductors and coil of the lead. The rv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implanted: 2010 (B)(6); product ID 694958 implantable tachy lead implanted: 2007 (B)(6); product ID 5568-53 implantable pacing lead implanted: 2006 (B)(6); product ID 5071-53 implantable pacing lead implanted: 2007 (B)(6); product ID 5071-53 implantable pacing lead implanted: 2007 (B)(6); (B)(4).